Event description:
Device malfunction: none. Symptoms/ae: hypotension. It was reported that post a left internal carotid artery stenting procedure, the pt became hypotensive and was treated with medication. Three days post procedure, the hypotension resolved. Five days post procedure, the pt was discharged back to skilled nursing. There was no add'l info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Hypotension is a known potential adverse event associated with the use of the rx acculink as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformances which could have contributed to this complaint.